Event description:
Information received by medtronic indicated that the customer was not able to upload to carelink. Troubleshooting was performed for general documentation but the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The samd technical assessment was performed.

Manufacturer narrative:
Minimed app does not upload to cl (samsung galaxy a53, android 13, app version 1.3.2) an attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on samsung galaxy s23 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. We were unable to conduct a thorough investigation due to missing the logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. However, based on previous similar issues, we established, that most likely the snapshot upload is failing due to a pump disconnection during the snapshot upload. The pump and phone app must be connected during the process of a snapshot upload since the app acts as a bridge between the pump information and carelink. Since the pump is disconnected during the process, the snapshot fails to upload to carelink. The first error we see in the pattern is a gatt operation time out when the app tries to clear idd status changed flags. This causes the app to manually disconnect the pump and try to reconnect. It was observed that the phone and app were able to reconnect every time after this error. The next error in the pattern was the get_repository_request_status failing due to a transfer_session_expired error. This error occurs in one of the steps in the snapshot upload process. This error is caused by the get_repository_request_status opcode exceeding its given timeout time of 35 seconds. This specific exchange during the manual snapshot fails, causing the entire snapshot upload to fail. The esf number that corresponds to the reported issue is: 4918651 we provided steps for resolution based on previous similar issues: recommendations (these steps may have already been tried by l1 or are simple reminders) some of these steps may be skipped if l1 has already tried them. ¿ make sure that the phone and pump are next to each other during the process ¿ remind the customer that the uploads could last for 2 hours if customer has recently updated the pump to 780g, delete the updater application from the phone delete and reinstall the minimed mobile application ensure both the phone and pump do not have any pairings make sure that there are no other apps which using a bluetooth connection on phone unpair and repairing pump and app set mmm app battery usage to unrestricted turn off power saving define mmm app as a never-sleep app switch adaptive battery to off reset network settings. Clear bluetooth cache: if the previous steps have failed, please walk customer through uploading snapshots through a pc there have been reports that¿s uploading snapshots through the pc has resolved the issue on the mmm app despite making multiple attempts to contact the helpline to address the issue, we have been unable to receive a response back. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.